Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, it was reported that the patient underwent a bilateral surgery. Allegedly, the screw was too long, irritated sesamoids, the screw was removed after osteotomy united.